Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were still connected to each other. The two devices were subjected to an in depth analysis. The inspection of the lead revealed no indications of a material- or workmanship problem, but several severe mechanical damages due to the explantation procedure were observed. Cuttings of the insulation as well as of the conductor cables were found at several positions of the lead body. In particular, at approximately 15.5 cm distal to the is-1 connector pin, the conductor cable to the rv shock coil was found outside of the lead body and presented coating damages and arc over marks in this area. In summary, the ICD was explanted with the leads still attached to the ICD. Subsequent to the explantation procedure, the shock conductor was uncovered and in direct physical contact to the ICD, representing an electrical short circuit. Upon shock delivery, this led to the arc over and to the molten spot of titanium on the housing. As the device proved to be able to deliver shocks after explantation, it was able to deliver shocks while implanted and in service. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem and is not considered contributory to the patients death.

Event description:
Ous MDR - after an implantation period of about 6 months, it was reported that the patient died in (B)(6). No information about the cause or circumstances of the patient death was reported to us. The reported date of explant and the event date are chronologically impossible. Therefore, they will not be included on this report.